Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right essure coil was slightly low and into the endometrium') and device expulsion ('the right essure coil was slightly low and into the endometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy in 2008 and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device ("post-essure pregnancy"). In 2012, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomies). Essure was removed. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown and the pelvic pain, vaginal discharge and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, embedded device, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Event per pfs: the right essure coil was slightly low and into the endometrium, vaginal discharge, pregnancy with contraceptive device, abdominal pain, device ineffective were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.